Event description:
It was reported that they had an issue with the guide wire during insertion. The guide wire seemed too flexible and appeared to have several "dark lines" located at 20 cm and above the j tip. As a result, a new kit was opened and placed successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. F/u report will be filed if add'l info becomes available.